Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer visited emergency room as customer had high blood glucose of 410 mg/dl on (B)(6) 2019. Customer stated that they were put in emergency room due to high blood glucose with blood glucose equal to 500 mg/dl. Customer was treated with manual injection. Customer had headache during the event. Customer stated that drive support cap was normal. Customer does not alleged for under delivery but customer was stuck in rewind during the troubleshoot. Insulin pump will not be returned for analysis.